Event description:
The pt stated that, as she went to bed in 2007, she reached for her infusion device to place it under her pillow. She "tugged" on the infusion set tubing and it did not feel like it was connected properly. She checked the connection and found that the infusion set tubing had separated at the luer-lock connection. She did not observe the leakage of insulin. She believes that the separation may have occurred when she "tugged" on the tubing. She stated that her blood glucose was not affected by this issue. She stated that she observed similar separations in five other occurrences related to the same box of infusion sets. No physiological effects were reported. The pt did not require medical assistance from a healthcare professional or second party to address the issue. No product was requested to be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.